Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This reports is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. Additional information received in patient blood tests indicates elevated chromium levels. This reports is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a total hip arthroplasty on (B)(6), 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. Additional information received in patient blood tests indicates elevated chromium levels. Additional information received by patient's legal counsel reports patient alleges negative and detrimental effects to the tissues, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Product location unknown.

Event description:
Patient's legal counsel reported that patient alleges experiencing elevated metal ion levels, negative and detrimental effects to the tissues, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes received reported that patient underwent a left hip revision procedure approximately five year post-implantation due to pain, scar tissue, metal tissue disease and loosening of the acetabular component. During the procedure, all components were removed and replaced with competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01995-1 and 2013-02189/02290).